Manufacturer narrative:
The lead was discarded. The root cause of the cerebrospinal fluid leak cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage with possible fistula formation." The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
During a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced a cerebrospinal fluid (csf) leak. The procedure was completed, and intravenous medications were administered to resolve the reported event.